Manufacturer narrative:
E1 - initial reporter phone: (B)(6). B3: unknown; no information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional information becomes available.

Event description:
It was reported that pump exhibited error code 4622. There was no reported patient involvement.

Manufacturer narrative:
D9: date returned to mfg.: 6/13/2025. H3 and h6. Codes: updated. Device evaluation: the suspected device was returned for evaluation. The customer reported issue of "the pump exhibited error code 4622" was confirmed/duplicated. The probable cause was failure of the main printed circuit board (pcb). Service history review identified there was no indication that the complaint was related to a service of the device within the review period.